Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training, an ilet pump displayed a restart 60 alert consistent with a bluetooth communications fault, and multiple restarts and a factory reset did not resolve the malfunction; the device was replaced with a backup unit and the patient had not begun therapy on the malfunctioning device. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a communication failure attributable to the device¿s ble board, consistent with a pump alarm for restart due to a bluetooth communications error. Physical investigation revealed that the hoverboard's bluetooth chip seems to be malfunctioning. Substitution of the hoverboard with a reference one resolved the alert. Despite numerous diagnostic attempts, the reason for the original board's failure remains unclear.